Event description:
It was reported the patient needed an MRI for a suspected infection in the lumbar spine area. The health care provider (hcp) reported that the patient was implanted with a new implantable neurostimulator (ins) in august and said they did not know but it was possible the infection was related to the ins or therapy. A follow up response from the hcp reported that they did not order an MRI, however, another hcp ordered the MRI but it was unclear which doctor ordered it. The last time they saw the patient there was no evidence or signs of infection. The hcp also stated that the patient was not eligible for an MRI due to a dorsal column stimulator. No intervention or outcome was reported. If additional information is received a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3586, serial# (B)(4), implanted: (B)(6) 1999, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 74001, lot# n480765, implanted: (B)(6) 2014, product type: adapter. Product ID: 7496-51, serial# (B)(4), implanted: (B)(6) 1999, product type: extension. (B)(4).